Manufacturer narrative:
One ensite velocity¿ ge cardiolab recordconnect was received for analysis. Visual inspection of the returned product indicated signs of wear consistent with clinical use, labeling was legible and correctly oriented. Inspection of the input and output connectors revealed no signs of physical damage to the connector body or electrical contact pins. The electrical test was successfully completed with no electrical noise or open circuits identified. The field reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined, as no abnormalities were identified. Review of the device history record was not possible as the lot number is unknown.

Event description:
During the typical cti flutter procedure, the ge recording connect was prompting noise. Another recordconnect was brought to the case from another facility and the case was completed. There were no adverse consequences to the patient. However, a procedure delay occurred due to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.